Event description:
It was reported that the 3.0 x 23mm xience v stent delivery system (sds) would not cross the heavily tortuous lesion in the left circumflex (lcx). After several attempts, the device still failed to cross. The physician changed to another xience v sds and finished the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information reported that during removal, the sds met resistance with the calcification. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, guide cath: 6f jl3.5sp. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.